Event description:
Initial ckmb result <0.100 ng/ml. Same sample repeated twice gave results of 2.89 and 3.20 ng/ml. Initial result was not reported. The field service rep was unable to determine a cause for the discrepancy.